Event description:
It was reported that the right ventricular lead showed noise on the interrogation transmission. The lead was programmed less sensitive and further evaluation will be conducted in the clinic for consideration of a lead replacement. The lead remains in use at present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.